Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to check the alternating current (ac) power and connections. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the compressor was shutting down intermittently. Patient involvement information was not provided by the customer.